Manufacturer narrative:
The involved device was not returned to the manufacturer for evaluation but instead returned to the distributor. Since the lot number is not known, the failure investigation was limited to assessment of information provided by the user facility and the distributor and evaluation of a sample from the same product code from current production. Inspection and testing of the sample found no defects or anomalies and confirmed that product performance specifications were met. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The information provided by the distributor suggests that the actual sample may have been forcibly inserted into the involved endoscope which would have caused the reported damage. Device labeling does address the potential for such an event by statements such as, "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion portion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the coating on a visiglide guidewire peeled off during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was changed out to another one from the same set and no foreign material remained in the patient's body. The procedure was completed successfully with no harm to the patient.